Event description:
It was reported that during a da vinci si myomectomy procedure, customer reported that while they were almost done suturing the patient's uterus, the surgeon noticed that the strings on the maryland bipolar forceps tip snapped making the endowrist instrument defective. The procedure went well and with no incident to the patient. The patient was transferred to the recovery room.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.